Event description:
A nurse reported that during hemodialysis (hd) treatments the transducer easily get wet, which creates continuous changing of transducer protectors due to the alarms. In a follow up, a nurse verified that the transducer protectors were getting wet and then would be changed out. There was no harm to any patients. The dates are random and not known. The site is no longer using the new transducer protectors and is switching out to the old version. The sample transducer protectors were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.